Manufacturer narrative:
An 82 cm. Elite cross extra support catheter was advanced over a non-cordis guidewire and resistance was felt. The product was removed from the patient and the physician noted that the coating seemed to have peeled. The procedure finished successfully-details not available. There was no reported patient injury. The product was clinically used. The target lesion was the left superficial femoral artery. No target lesion characteristic information was available. Additional information received indicated that none of the coating that appeared to have peeled got left in the patient. The patient did not experience any adverse event or ill effects as a result of the reported product issue. The approach for the procedure was a superficial femoral artery (sfa) crossover approach. It was not known if the physician continued to attempt to advance the catheter after the resistance was encountered. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot h0000154 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿catheter (body/shaft)/ resistance/friction - inner lumen¿ and ¿coating/ delaminated - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, procedural factors may have contributed to the reported event. According to the instructions for use (IFU), ¿if damage is detected in the catheter at any time, replace with an undamaged catheter. Inspect the catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, determine the cause of resistance before proceeding. Torquing the catheter excessively may cause damage to the product and/or, specifically, result in possible separation along the catheter shaft.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, an 82 cm. Elite cross extra support catheter was advanced over a non-cordis guidewire and resistance was felt. The product was removed from the patient and the physician noted that the coating seemed to have peeled. The procedure finished successfully-details not available. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the left superficial femoral artery. No target lesion characteristic information was available. Additional information received indicated that none of the coating that appeared to have peeled got left in the patient. The patient did not experience any adverse event or ill effects as a result of the reported product issue. The approach for the procedure was a superficial femoral artery (sfa) crossover approach. It was not known if the physician continued to attempt to advance the catheter after the resistance was encountered. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.